Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized (B)(6) 2020. The cause of death as indicated by the reporting party was stroke and went into a coma. The caller stated that the customer had a colonoscopy procedure and did not wake up after the procedure, and diabetes was high lately that may have contributed to the customer's passing. The customer's blood glucose was unknown at the time of death. The caller is unsure if the customer was wearing the insulin pump ad the time of death. The customer did not use sensors. The caller declined to return the insulin pump for analysis.